Event description:
Pt on cath lab table for stemi; after placing stents and balloons in lad, cardiologist requested a post-stent injection of the coronary artery, the tech attempted to inject contrast from hand control of adist and received no contrast; there was no error code on the screen; staff conducted trouble shooting measures without success; a separate manifold kit was brought to the room to complete the case; unable to shoot pictures of coronaries for about 10 minutes d/t this malfunction.